Event description:
The customer reported that the system's remote control would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The motorized control unit board was replaced, the motor movements were calibrated, and the software was upgraded. The system was tested and found to be working as intended and put back into service.